Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The caretaker of a peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak was discovered during ¿treatment complete - step 9¿, when the cassette was removed from the liberty select cycler. The caretaker reported that the fluid was leaking from the cassette door. They stated the patient was connected during the incident. There were unknown alarms and/or warnings that occurred prior to discovery of the fluid leak. The ts representative advised the caretaker to discontinue use of the cycler and a replacement cycler was ordered for the patient. Multiple attempts were made to obtain additional information from the caretaker with no success. Additional event details were obtained through email follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn spoke with the caretaker and was aware of the reported event. The pdrn was told that the fluid leak was ¿dripping from the cassette¿ onto the floor. It was unknown what caused the leak. No additional information was provided on the unknown alarms that occurred. The pdrn stated the patient ¿was not connected to the cycler at the time of the leak¿. The pdrn did not report the cycler phase in which the leak was identified. The pdrn stated the patient did not complete their treatment. The patient did not experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received their replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly discarded and a lot number for the device could not be provided.